Event description:
A medtronic representative reported an inaccurate biopsy, described within a journal article: navigation-guided endoscopic biopsy for intraparenchymal brain tumor. Publication: neurol med chir (tokyo) 51, 694-700, 2011. One patient, in a group of nine patients with biopsies obtained by navigation assisted endoscopic biopsy, had a "boundary" inaccuracy of resected sample in the margin of the target of surgical plan. Accuracy determined by comparison of pre-op and post-op t1-weighted MRI. Not diagnosed by operative sample. Surgery occurred between (B)(6) 2007 and (B)(6) 2010 using stealthstation, 10mm neuroport biopsy sheath of olympus corp. And olympus endoarm rigid endoscope. Article author states that overall navigation-guided endoscopic biopsy was the best procedure for diagnostic yield and sampling accuracy, although the statistical difference was not significant. There were no complications. Navigation was not discontinued. There was no impact on patient outcome reported.

Manufacturer narrative:
Manufacterurer has not received any information from the customer about the case and the patient or any difficulties using the system. The customer has never used the medtronic passive biopsy kit. The customer allegedly uses another company's biopsy needle with a suretrack device which is not a validated procedure by medtronic. No further information is available for further investigation.

Manufacturer narrative:
Patient identifier and weight were not available to manufacturer. Date of event set as date this article was accepted for publication. Multi-tap biopsy is needed in needle biopsy to increase the sampling volume; however, this would have a high risk of complications such as intraparenchymal hemorrhage. Alleged inaccuracy interfered with obtaining diagnostic sample; delay in diagnosis; no other significant impact on patient described. Software has not been evaluated as of the date of this report.